Event description:
Rep reported that the device appeared to be malfunctioning. Attemps were made to re-program the device and although it would move, it would not program to the desired setting.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve casing and its mechanism has been flipped in the silicone housing. Although it is not possible to determine the official cause for the problem detected it might be possible that during use, when the device was flushed, it may be likely that, too much force has been use to push the liquid through the valve causing the silicone housing to balloon and the valve casing to turn over. This however could not be confirmed. These valves are visually inspected after the sterilization process for programming, (B)(4), if the valve casing was already turned at this point the valve would have been rejected, (B)(4). A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time. Device not yet returned.